Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door indicated open when closed and that the system could not be docked. A manufacturer representative manually cycled rotor and opened the door. The rotor and door operation were checked. Invalidate home was performed and all motion was reset. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the gantry was closed, the pendant was displaying that the door was open. This was discovered non-clinically and there was no patient present when this issue was identified.